Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 11-jun-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of adverse event ("devastating adverse events in her body / she has been harmed by the product") and device breakage ("essure remains of the first intervention") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure remains of the first intervention"). The patient was treated with surgery (intervention to remove inserts). Essure was removed. At the time of the report, the adverse event and complication of device removal outcome was unknown and the device breakage had not resolved. The reporter considered adverse event, complication of device removal and device breakage to be related to essure. The reporter commented: the patient referred that she had been harmed by the product and at the time of this report she continued with the devastating adverse events in her body, she commented that she is in waiting list to perform a second intervention to remove essure remains of the first intervention and mutilate more her body. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: adverse event. The analysis in the global safety database revealed 35 cases. Device breakage. The analysis in the global safety database revealed 2614 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 11-jun-2018. The most recent information was received on 20-jul-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("abdominal inflammation") and device breakage ("essure remains of the first intervention") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("essure remains of the first intervention"), abdominal pain ("abdominal pain"), headache ("headache"), gastrointestinal disorder ("gastric malaises"), allergy to metals ("allergy to nickel"), arthralgia ("hip and legs pain") and pain in extremity ("hip and legs pain"). The patient was treated with surgery (essure removal, first intervention) and surgery (she is in waiting list to perform a second intervention for essure remnants). Essure was removed. At the time of the report, the pelvic pain, pelvic inflammatory disease, complication of device removal, abdominal pain, headache, gastrointestinal disorder, allergy to metals, arthralgia and pain in extremity outcome was unknown and the device breakage had not resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, complication of device removal, device breakage, gastrointestinal disorder, headache, pain in extremity, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: the patient referred that she had been harmed by the product and at the time of this report she continued with the devastating adverse events in her body, she commented that she is in waiting list to perform a second intervention to remove essure remains of the first intervention and mutilate more her body. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (aemps, reference number: ps/az/46017) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("abdominal inflammation") and device breakage ("essure remains of the first intervention") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("essure remains of the first intervention"), abdominal pain ("abdominal pain"), headache ("headache"), gastrointestinal disorder ("gastric malaises"), allergy to metals ("allergy to nickel"), arthralgia ("hip and legs pain") and pain in extremity ("hip and legs pain"). The patient was treated with surgery (essure removal, first intervention) and surgery (she is in waiting list to perform a second intervention for essure remnants). Essure was removed. At the time of the report, the pelvic pain, pelvic inflammatory disease, complication of device removal, abdominal pain, headache, gastrointestinal disorder, allergy to metals, arthralgia and pain in extremity outcome was unknown and the device breakage had not resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, complication of device removal, device breakage, gastrointestinal disorder, headache, pain in extremity, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: the patient referred that she had been harmed by the product and at the time of this report she continued with the devastating adverse events in her body, she commented that she is in waiting list to perform a second intervention to remove essure remains of the first intervention and mutilate more her body. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 11695 cases. Device breakage. The analysis in the global safety database revealed 2717 cases. Pelvic inflammatory disease: the analysis in the global safety database revealed 266 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: consumer additionally reported via health authority the events she presented (event "she has been harmed by the product, devastating adverse events in her body"- was replaced/specified -all events related) included pelvic pain, abdominal pain, abdominal inflammation, hip and legs pain, headache, gastric malaises, and allergy to nickel. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.